Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen during multiple occurrences. The customer performed a pump reset and the issue was resolved. Customer's blood glucose ranged from 63 mg/dl to 100 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.